Event description:
It was reported that biomed had the arctic sun device that failed the calibration for an error 80 (water check time out - unable to reach calibration temperature) expected 6 actual 29.53, system had a failed mixing pump chiller temperature (t4) was 4.2 and 5551 system hours, biomed said they would order the mixing pump and replace in biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed had the arctic sun device that failed the calibration for an error 80 (water check time out - unable to reach calibration temperature) expected 6 actual 29.53, system had a failed mixing pump. Chiller temperature (t4) was 4.2 and 5551 system hours, biomed said they would order the mixing pump and replace it.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed mixing pump. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.